Event description:
Reporter alleged blood glucose measured 436 mg/dl back to back with a result of 104 mg/dl when tests were performed 2 minutes apart. It was stated customer had also obtained readings of 218, 107, & 166 mg/dl after the back to back testing was performed. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.